Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the iliac artery. A 7.0x40x75cm express ld iliac/biliary premounted stent system was advanced to treat the target lesion and upon the first inflation to 4 atms a balloon rupture occurred. However, the stent was deployed and "flared" enough to allow it to be fully apposed to the vessel wall via post dilation with another manufacturer's balloon catheter. The stent delivery system was removed and the procedure was completed. No further patient complications were reported. The patient is fine.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the iliac artery. A 7.0x40x75cm express ld iliac/biliary premounted stent system was advanced to treat the target lesion and upon the first inflation to 4 atms a balloon rupture occurred. However, the stent was deployed and "flared" enough to allow it to be fully apposed to the vessel wall via post dilation with another manufacturer's balloon catheter. The stent delivery system was removed and the procedure was completed. No further patient complications were reported. The patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed a kink 295mm distal to the strain relief. The distal end of the balloon was folded and wrapped around the shaft of the device. The proximal end of the balloon was partially inflated. There were traces of blood visible inside the balloon. A clear impression of where the stent was originally crimped is visible on the balloon material. The balloon was inflated to its rated burst pressure (rbp) and a leak was noted. Microscopic examination of the balloon found a 1mm longitudinal tear in the balloon material at the distal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).